Event description:
Hill-rom received a report from a hill-rom technician stating the bed would not send a nurse call. The bed was located at the account in the 2 hall. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse communication cable defective. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse communication cable to resolve the issue. Based on this information, no further action is required.